Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 7/5/2016 with the following findings: battery compartment crack below the bumper at the case seal. Pump case cracked on the left side of the keypad (bottom left corner) to the case seal. Bolus button cover detached/missing; animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on 7/5/2016 .